Event description:
Customer reported bravo capsule failed to attach. There was no harm to the pt or user.

Manufacturer narrative:
The site indicated that the incident unit will be returning to the MFR for eval when add'l info pertinent to the incident presents itself, a f/u report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for over three years. No other known adverse events were reported.